Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a high blood glucose with vomiting, associated with an alleged call service 088 alarm. Reportedly, the patient discontinued pump therapy, and was treated in the hospital by their healthcare provider. During troubleshooting with customer technical support, it was revealed the pump alarmed prior to the alleged hyperglycemia, it was unknown how long the alarm was unresolved. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the black box contains data from (B)(6) 2019 with no evidence of cs 088. The pump passed all required testing for cs 088 and delivery accuracy. The pump cover was removed no internal moisture or component damage was found. The complaint regarding cs 088 watchdog alarm was reported on (B)(6) 2018, according to the pump history the pump was in use delivering basal until (B)(6) 2019. Therefore, all black box and alarm history has been overwritten for time of complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.